Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that during the case the exeter v40 trial head was damaged as the trial head was stuck on the trunnion of the exeter stem. The surgeon split the trial head at one side, using the saw blade. He did not want to risk using high forces from underneath the trial head as doing so may have risked loosening the stem, which he did not want to revise. Additional information received (B)(6) 2018: 'a head impactor was used to insert the trial onto the stem. I am not sure whether or not this impactor came from their exeter set or the loan kit set. Once the trial was impacted onto the stem, a competitor cup was inserted. Once the surgeon was happy he had the correct head size he was unable to pull it off without using a lot of force. As the patient had an existing exeter stem implanted in 99 so pre v40 he was not prepared to hit the trial from underneath due to risk of damaging the existing cement mantle.'

Event description:
The surgeon reported that during the case the exeter v40 trial head was damaged as the trial head was stuck on the trunnion of the exeter stem. The surgeon split the trial head at one side, using the saw blade. He did not want to risk using high forces from underneath the trial head as doing so may have risked loosening the stem, which he did not want to revise. Additional information received 11 april 2018: 'a head impactor was used to insert the trial onto the stem. I am not sure whether or not this impactor came from their exeter set or the loan kit set. Once the trial was impacted onto the stem, a competitor cup was inserted. Once the surgeon was happy he had the correct head size he was unable to pull it off without using a lot of force. As the patient had an existing exeter stem implanted in 99 so pre v40 he was not prepared to hit the trial from underneath due to risk of damaging the existing cement mantle.'

Manufacturer narrative:
An event regarding seating/locking issues involving a exeter trial was reported. The event was not confirmed. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as the operative report as well as details of the implanted stem and dimensional inspection of the trial before damage occurred are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.